Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's onset of the driveline infection was 07mar2024.

Manufacturer narrative:
Section a2 correction. Section b2 correction. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and bacteremia could not be determined through this evaluation. Low flow alarms were unable to be confirmed as no log files were available. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness and need for fluids could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2025 after being placed on hospice; refer to 2916596-2025-03910 regarding the patient¿s outcome. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available and contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" also outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the low flow alarms was stated to be bacteremia. The patient was treated with intravenous fluids and antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was admitted for low flow alarms and new dizziness and significant driveline exit site (dles) drainage. The cultures were ontained on admission. The patient was given a 7 day course of ciprofloxacin and doxycycline.